Event description:
Consumer alleges she used the heating pad for about 20 minutes and shut it off and left it on her couch. When she returned to the room, the whole room was filed with smoke and she threw the heating pad outside. Her couch sustained a burn mark the size of a softball. No injuries were reported with this incident.

Manufacturer narrative:
The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product.